Manufacturer narrative:
Technician found the bed in storage. No head up function. Replaced CPR valve to resolve this issue.

Event description:
Information received that the head up function did not work. No alleged injury.